Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock due to oversensing of the electromagnetic interference (emi) from an rf ablation procedure the patient was having. The health care professional (hcp) noted the magnet to disable the device function may not have been placed. This crt-d remains in service. No adverse patient effects were reported.